Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This report was filed to report explant information.

Event description:
It was reported that this patient had previously received an inappropriate shock due to t-wave oversensing. A stress test was performed at that time but the patient was unable to get their heart rate up and the physician elected to change the conditional and shock zones and programmed the sensing vector to primary to prevent additional inappropriate shocks. The patient then recently received an additional inappropriate shock due to t-wave oversensing. The field representative inquired if the increasing the zones would prevent the inappropriate shocks. The device was subsequently explanted due to the inappropriate shocks. No additional adverse events were reported.

Event description:
It was reported that this patient had previously received an inappropriate shock due to t-wave oversensing. A stress test was performed at that time but the patient was unable to get their heart rate up and the physician elected to change the conditional and shock zones and programmed the sensing vector to primary to prevent additional inappropriate shocks. The patient then recently received an additional inappropriate shock due to t-wave oversensing. The field representative inquired if the increasing the zones would prevent the inappropriate shocks. At this time the physician is considering replacing the device, however it still currently remains in service. No adverse events were reported.